Event description:
It was reported that the right ventricular (rv) lead had an impending failure and was capped and replaced. The atrial lead had low impedance and was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator, (B)(6) 2006; 5076-58 implantable pacing lead, (B)(6) 2006. (B)(4).